Event description:
The customer reported that insulin squirted out during the manual prime process. The customer changed the reservoirs and infusion sets, but the anomaly continued. Troubleshooting was performed, and no damage to the drive support cap noted. The caller mentioned that he could not get to the screen and insulin kept coming out, and then the device alarmed. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device had a missing end cap sticker, cracked display window corner, scratched screen, and cracked reservoir tube lip.